Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's father reported that the system memory reset log existed. Dexcom representative advised patient's father to reset the smart device, which was successful. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/31/2016 and did confirm the reported loss of connection. No additional patient or event information is available.